Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer called earlier due to having insulin flow blocked alarms with his pump, now he's experiencing high blood glucose. The customer's blood glucose was 403mg/dl. Customer declined high blood glucose troubleshooting. The customer will call back if they continue having issues.

Manufacturer narrative:
The customer was called regarding new product and training; while on the phone the customer provided information regarding the insulin pump. The customer stated one day he had high blood glucose of 600 mg/dl. The customer stated he took insulin and went to the doctor and the doctor had him change the site. The customer's blood glucose has been running higher than normal and is working to get in better range. The customer states that he is using the sure-t infusion set.